Event description:
It was reported the patient was freezing so badly and was falling approximately 30 times an hour, which began three days prior to report. It was indicated the patient may have pushed some buttons and changed the program with his implant since the patient charged daily. After the settings were changed from icon only to icon and words, it was determined the stimulation was turned off. It was noted the patient could have turned off the stimulation three days ago when the symptoms started. The patient was changed from program b to program a, and the patient was to try the settings as the effects of the therapy were usually not instant when the therapy was turned on from off. No outcome was reported regarding this event. Further follow up is being conducted to obtain this information. A follow up report will be sent if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID 37642, serial# (B)(4), product type: programmer, patient; product ID 37651, serial# (B)(4), product type: recharger; product ID 3387s-40, lot# v150526, implanted: (B)(6) 2008, product type: lead; product ID 3387s-40, lot# v149608, implanted: (B)(6) 2008, product type: lead; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 7482a40, serial# (B)(4), implanted: (B)(6) 2008, product type: extension. (B)(4).

Event description:
Additional information received reported the patient did not have concerns with their device or therapy and they received assistance and their concerns were resolved. Follow-up completed.